Event description:
A customer reported that a cassette was missing one of the tip protectors. There was no patient involvement.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number sx13de6 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A visual inspection confirmed the reported problem. The root cause was a manufacturing and assembly issue. This issue is being investigated through CAPA.